Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. The product was not returned. One photo was provided for this case. The photo was reviewed. The photo shows a medium-sized optic section directly illuminating the mid-peripheral portion of the iol through a dilated pupil. Within the area of the iol that is visible there appears to be multiple diffuse refractile particles. It is difficult to determine the location or the etiology of these particles. Refractile particles located on the front or back surface of the iol are typically deposits from the aqueous humor. Particles within the body of the iol are referred to as microvacuoles. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The provided photo shows a medium-sized optic section directly illuminating the mid-peripheral portion of the iol through a dilated pupil. Within the area of the iol that is visible there appears to be multiple diffuse refractile particles. It is difficult to determine the location or the etiology of these particles from photo. No further information has been provided. File will be reopened if new information is received. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the surgeon noted glistenings through the slit lamp during a postoperative visit. There was no decrease in visual acuity. Additional information has been requested.